Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a liver transplant procedure. In the first attempt to squeeze the handle three times, it broke. The handle would not advance and made a cracking noise. Occurred during a critical point of the procedure there was a delay to locate and open another stapler.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, device was discarded and a different stapler was opened to resolve the issue.